Event description:
Patient had right hip replacement on (B)(6) 2006 - because of severe osteolysis and bone loss. He required revision hip surgery to remove polyethylene liner and revise loose femoral implant. Polyethylene wear was estimated at 1.5 - 2mm. Linear wear over 7 years - the polyethylene wear is excessive and well above the 0.12 - 0.14 mm poly wear yearly that is considered osteolysis threshold. Because of aggressive osteolysis, severe bone loss necessitated revision surgery. Diagnosis or reason for use: osteoarthritis right hip. Event abated after use stopped or dose reduced: doesn't apply.